Event description:
It was reported that while resheathing the coil, the distal portion of the pusher wire broke. This occurred during preparation so there was no patient involvement.

Event description:
It was reported that while resheating the coil, the distal portion of the pusher wire broke. This occurred during preparation so there was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. During visual inspection of the device it was noted that the main coil was broken off the delivery wire behind the main junction. The proximal contact was kinked. The main coil was stuck in the introducer sheath and was broken off from the delivery wire. The delivery wire was bent at 44, 83, and 143cm from the proximal end. The part of the main coil which was out of the introducer sheath was noted to be stretched and there was also a clot of blood on it. A probable cause of procedural factors has been assigned to the event as it is likely that procedural factors caused the performance of the device to be limited.